Event description:
Report rec'd from the USA stating that the device has burrs which could cause tearing in the gloves of physician when handling. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "burrs on the attachments that can cause tearing of the user's glove during handling" was not confirmed. (B)(4) evaluated the devices, and the reported problem could not be confirmed or duplicated. All of the attachments met dimensional requirements, and no burrs were observed. In addition, each of the attachments was tested by handling with and rubbing on surgical gloves, and no tears or punctures were observed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).